Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified left anterior descending artery. An unspecified drug-eluting stent was implanted in the lesion, and a perforation was then seen under angiography. Therefore, an attempt was made to cross a 2.8 x 16 mm graftmaster covered stent. However, the device failed to cross the lesion because it could not cross through the implanted stent. The perforation was therefore sealed with a balloon that was inflated for a long period of time until the leak stopped. The patient was then sent to the operating room for surgery, as they had a right ventricle perforation. However, the account reported that this was not caused or contributed by the failure to cross of the graftmaster covered stent. It was reported that the previously implanted stent may have caused this perforation. The patient is stable and was discharged from the hospital. No additional information was provided.